Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden increase in thresholds and a decrease in impedances and sensing after a patient fall. X-rays taken were inconclusive and there did not appear to be any change in lead position. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.